Event description:
"Leaking oil" was reported on customer repair paperwork. No pt injury or delay in surgery was reported. On follow up associated with complaint it was reported that oil leaked into the wound site during surgery. It was not known whether medical intervention, such as excess irrigation or irrigation with antibiotics, occurred.